Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 3508 file number 26, due to a software error. Device received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to broken retainer. Device also received with broken belt clip rails.

Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected alarm, line number 3508 file number 26, due to a software error. Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to broken retainer. Pump also received with broken belt clip rails.

Event description:
The customer's mother reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. About a week, the insulin pump shut down, and reset all the on board insulin and the belt clip was broken on the back of the insulin pump. The insulin pump had an insulin pump error alarm. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump passed the self-test. The customer was informed that the insulin pump was working fine after the insulin pump error. The customer stated that the reservoir lip ring was damaged but was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.